Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the arm drape accessory involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called an isi technical support engineer (tse) and reported that the sterile adaptor (sa) is detached easily on the patient side manipulator (psm) 1. Previously, fse swapped psm1 and psm3 due to the same issue with psm3. The issue follows the psm. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue is the sterile adaptor.